Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient had continued reprogrammings where they would recapture pain, but it would change over time. The leads were implanted with the tip of each at a lateral angle at c2 vertebrae. The last programming at the top of the lead would not cover the side of the patient's &#62688;neck and shoulder area. The physician ordered x-rays and both leads had pulled down. The patient had no falls to the rep's knowledge. The patient was being referred for a lead revision. The issue occurred during use. It was noted that the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.